Manufacturer narrative:
H4: the device was manufactured from april 22, 2020 - april 23, 2020. H10: three actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No evidence of a rupture was observed on any of the three returned units. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of three (3) large volume folfusors ruptured. The bladder ruptures occurred during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.